Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d4-unique device identifier (UDI) #1, d8, h2, h3, h4, h6, h11. Olympus provided the following culture results, performed at the third party labs: olympus hmi results 1st sampling: non-conform. Sampling date: (B)(6) 2024. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: staphylococcus saprophyticus; paracoccus yeei. Olympus hmi results 2nd sampling: non-conform. Sampling date: (B)(6) 2024. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: moraxella osloensis. After the replacement of contaminated components, the device was tested negative, and released to the market. Olympus hmi results 3rd sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The device was evaluated where an additional potential adverse event was confirmed where air/water -cylinder has foreign objects, suction cylinder has foreign objects, air/water-tube has foreign objects, jet tube has foreign objects and channel tube has foreign objects. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely following led to the malfunction: the foreign material was possible not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.